Manufacturer narrative:
Model 3660; scs ipg; implant date - unknown. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) system diagnostics determined invalid impedances on the lead. The patient underwent surgical intervention on (B)(6) 2017 wherein the lead was explanted and replaced with another model which resolved the issue. Reportedly, effective stimulation was restored postoperatively. Device information is unknown at this time. If needed additional devices may be added at a later date.